Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the tubing had the wrong synapse fitting, 3-way valve appeared to be failing and a strand of wire was stuck between the upper covers that could have been occasionally hitting the outer probe as it moved. The fse replaced the valve assembly, tube connector and synapse and polytetrafluoroethylene (ptfe) tubing which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low total bilirubin (tbil) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.